Manufacturer narrative:
On 10/29/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Left breast implant affected device: mentor smooth round moderate profile 325cc, catalog number 3501650 , serial number (B)(4), lot number 5537150 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant product is right device mentor smooth round moderate profile 325cc, catalog 3501650, serial number (B)(4), lot number 5537150 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient will undergo removal with silicone gel replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed a leakage at the union between shell and valve. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/03/2019, it was reported to mentor that the patient will undergo removal with mentor memorygel breast implant 325cc replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/11/2019, it was reported to mentor that the date of explantation will be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.